Event description:
I seem to have had an allergic reaction to maybe the glue on the sensor. My arm will start itching several days after I've put the sensor on and continues around the area of the sensor. When I remove the sensor, you can see a skin reaction with blistering. I also have had 4 to 5 sensors come off early, usually around day 12. I've already had to send in to get to replacements and I had another one come off today, which was two days early. Reference reports: mw5160075, mw5160076, mw5160077.